Event description:
Customer reportedly received results of 94 mg/dl and 185 mg/dl within 10 minutes on the compact plus system.. No actons taken based on the device results. No adverse event reported. Requested return of suspect device and replacement was sent.